Manufacturer narrative:
Customer technical specialist (cts) advised customer to return the unit. Customer returned ssvt - 1 centrifuge for investigation. Only the centrifuge was received. The power supply, the power extension and the reported broken rotor were not returned. The hinge on the lid was not broken. (B)(4).

Event description:
The customer reported the rt12 rotor broke during centrifugation of the statspin ssvt-1 centrifuge. The customer stated that the safety shield was in use at the time of the event. The customer stated that pieces of the rotor had escaped from the ssvt- 1 centrifuge. There are no reports of harm or injury, no customer exposure, and no medical attention was received due to this event.